Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. The patient alleges she hyperventilates, arms and leg go stiff, body temp drops and was freezing. Patient states she has to slow her breathing down when this happens. Patient also states she has headaches and gets a lot of them. The patient states she breaths ok during the day but at night she stops breathing sometimes 20 times during the night and will go to the hospital if it continues or gets worse. Patient says it worse wit out the device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging shortness of breath. The patient alleges she hyperventilates, arms and leg go stiff, body temp drops and was freezing. Patient states she has to slow her breathing down when this happens. Patient also states she has headaches and gets a lot of them. The patient states she breaths ok during the day but at night she stops breathing sometimes 20 times during the night and will go to the hospital if it continues or gets worse. Patient says it is worse without the device. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.